Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move, did not function, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check for current version with 4 handpiece coupling pins, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the sagittal saw attachment device was heating up and not working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.